Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by adrian c.k. Lau, james l. Howard, steven j. Macdonald, matthew g. Teeter and brent a. Lanting. These patient(s) and event(s) are also mentioned in 1825034-2016-02791. Device location unknown.

Event description:
Information was based on review of journal article titled "the effects of subluxation of articulating antibiotic spacers on bone defects and degree of constraint in revision knee arthroplasty" which focused on the whether subluxation of articulating antibiotic spacers is associated with the bone defects. Staged revisions for infections of primary total knee arthroplasties between 2004 and 2012 were examined. Radiographic sagittal and coronal subluxations of 72 knees were measured prior to second stage revision. Two types of articulating spacers were used in this study: pre-formed articulating spacers made by a competitor and commercially available molds from biomet. A patient was identified in the article that underwent implantation of cement spacers for an infection of a total knee arthroplasty. Two patients were subsequently reimplanted with total knee components and experienced patella fracture. There has been no further information provided and the patient outcome is unknown.